Event description:
Customer was admitted as an inpatient to a hospital for diabetes kettoacisosis. It was found that customer had stress, depression and high blood glucose related issues. Troubleshooting was performed and pump programming and function appeared to be normal.